Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the deployment issues occurred. The lesion being treated was located in the severely tortuous, severely calcified, 90% stenosed first obtuse marginal branch (om1). The vessel was not predilated. A 2.75 x 24 mm taxus express2 drug eluting stent was advanced towards the om1 against resistance, causing the physician to twist and push very hard on the stent delivery system. During inflation of the stent balloon the physician noticed a pin hole leak near the manifold and plugged this with his finger during inflation. The stent balloon was inflated to 12 atms. After partial deployment of the stent the shaft broke 3 cm from the touhy on a portion that was outside the body. The stent was postdilated with a quantum maverick balloon and remained well positioned and apposed. There were no reported pt complications. The pt's status is reported as good.